Manufacturer narrative:
(B)(4) date sent: 1/9/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip of the device broke. It did not cause harm to the patient, but there was a waste of material and rework. There was an increase in surgery time. It is unknown how the procedure was completed.